Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was repositioned in 2009. During the procedure when the implantable cardioverter defibrillator was removed, the stimulation stopped. When the device was put back in after the lead was repositioned, stimulation continued. Low lv lead impedances of 210 ohms to 240 ohms were noted. The entire system was explanted six days later due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.